Manufacturer narrative:
G3): on 11jun2024, philips received an email from FDA, informing the manufacturer that the quick-cross device identification information (provided in the initial MDR) contains discrepancies from what is listed on the FDA gudid website. D4): upon further review, it was determined that the UDI submitted in the initial MDR was incorrect. The following correction was made: primary ID portion of the UDI was updated to (B)(4). The remainder of the UDI remains applicable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
A2): patient's date of birth unk. H3): a portion of the device was discarded, and two marker bands remained in the patient, thus no investigation could be completed. H6): based on the complaint details, this has been determined to be a use related failure. The quick-cross device became stuck within the subintimal area of the cfa, requiring pulling to remove the device. Per the spectranetics instructions for use (IFU), the device is intended for intravascular use only, and warns the catheter should not be advanced through an area of resistance. Additionally, embolism is a known risk of complication with use of the quick-cross. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a severely calcified lesion in the distal common femoral artery (cfa). A philips quick-cross support catheter was advanced subintimally (within the subintimal layer of the artery) and became stuck. The catheter was pulled and the two most distal marker bands detached from the shaft, resulting in embolism. The marker bands could not be retrieved; therefore, a stent was used to tack the marker bands within the vessel wall. The patient survived the procedure. This report captures the quick-cross marker bands which detached within the patient requiring intervention, but unable to be retrieved.